Event description:
It was reported the patient came to the hospital for a routine follow-up. Telemetry could not be established with the device. No problems were reported prior to or after this event. The patient felt fine and reported no symptoms and was scheduled for further follow-up the next week. On the next visit, the device could not be interrogated again, so the device was explanted and replaced. It subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event, and the patient status was reported to be fine following the replacement procedure.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged or confirmed malfunction. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) initial analysis confirmed the reported no telemetry field experience. The device initially failed every attempt to open a telemetry session. As the analysis progressed, the device started intermittently passing and failing attempts to open telemetry sessions, before moving to a state where it communicated normally in every telemetry session. Because the condition cleared during analysis, a root cause could not be determined. (B) (4) device - failure disappeared during analysis.